Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The visual examination of the device showed the faceplate was bent and several knobs were missing. The testing determined the device issue was caused by an issue with the gas supply indicator due to physical damage. The device issue was determined to have been caused by physical damage during use.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had an air mix issue, had missing knobs, and a bent front faceplate. No adverse effects were reported.